Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, indicating a potential occlusion issue earlier in the day. The customer's blood glucose level rose to "high" status, exceeding 500 mg/dl (27.7 mmol/l). To address the high blood glucose level, the customer administered a correction injection via multiple daily injections and cleared the alarm to resume insulin delivery.